Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a non bsc guide wire punctured the shaft of a balloon. The 99% stenosed lesion was located in a severely tortuous and moderately calcified vessel "below the knee." The sterling es otw 1.5mm x 20mm x 142cm balloon catheter was advanced to the lesion and inflated. The non-bsc guide wire was manipulated by the physician and punctured the shaft of the balloon catheter. The procedure was completed with another balloon. No patient complications were reported. The patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a non bsc guide wire punctured the shaft of a balloon. The 99% stenosed lesion was located in a severely tortuous and moderately calcified vessel "below the knee." The sterling es otw 1.5mm x 20mm x 142cm balloon catheter was advanced to the lesion and inflated. The non-bsc guide wire was manipulated by the physician and punctured the shaft of the balloon catheter. The procedure was completed with another balloon. No patient complications were reported. The patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: it was noted during unpackaging that a blood-like substance was present in the inflation lumen. Microscopic inspection revealed damage to the distal tip, bunched balloon, kinks and buckling damage to the distal inner shaft and stretching damage to the outer shaft. The outer shaft was necked-down 92.5-93.5 cm from the hub. The inner shaft was kinked and buckled inside the balloon. The guide wire lumen at the distal tip was collapsed to a diameter that would not allow passage of a .014" guide wire. The damage to the distal tip and the inner shaft suggests the damage occurred without guide wire support. Due to the damaged condition of the device, it was not possible to load the device over a guide wire or inflate the device to inspect for leaks/holes. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and process specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).